Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 4 of 5 for the same event. It was reported that during cochlear implant surgical procedure, it was observed that a console device was showing an error message, a motor device was overheating, a second console device had an error message, a second motor device was overheating and not turning, and an attachment device would not spin. According to the report, a device went out during the case and another unit was brought in but also did not work. The reporter was unsure which device malfunctioned first. It was reported that there was a thirty minute delay in the procedure due to the event and a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device had an error message, overheating, and not spinning could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the rotations per minute (rpms) were out of specification (console displayed 49,000 while device was running at 98000) should be 80,000, and the swivel rotated 360 degrees. It was determined that the issue with the rpm¿s was due to normal wear over time. It was determined that the issue with the swivel was due to mishandling of the swivel by twisting the unit and breaking the stop pin, which is component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.